Event description:
It was reported that there was a confirmed motor stall noted in event logs with no motor stall recovery recorded. Two motor stalls had occurred on (B)(6) 2013 and both recovered within an hour¿s time of the stall. However, another stall occurred on (B)(6) 2013 with no recovery and stop pump period may exceed tube set message was noted in logs on (B)(6) 2013. As discussed with the health care provider the patient did not have a magnetic resonance imaging (MRI) scan therefore the cause of thestalls was not known. The patient was experiencing withdrawal. This device system delivered morphine. Additional information was requested. At the time the patient was going through withdrawal the physician managed the patient with oral medication and the patient was doing ¿ok.¿ the patient was to arrange the replacement of the pump upon insurance approval. Further, the patient¿s replacement was scheduled but had to be rescheduled for (B)(6) 2014. The patient continues to be managed with oral medication.

Event description:
It was later reported that the device was returned to the manufacturer. It was later reported that the patient was receiving effective therapy as of (B)(6) 2014. It was later reported that the patient had a problem with his personal therapy manager (ptm). The ptm was telling the patient that there was a problem and that he needed to call his doctor. The patient called his healthcare provider (hcp) several times and did not receive a call back. It was stated that ¿the thing stalled¿ and the patient had a seizure and ended up in the intensive care unit (ICU) for a couple of days. The patient had a ¿serious problem¿ that almost killed him. The hcp reportedly ¿screwed up¿ on the patient a couple of times. The patient tried looking for a new hcp, but wasn¿t able to. When the patient got his stitches out, the nurse told him that he¿d had ¿a bad couple of months¿. The patient had an appointment scheduled for february 2nd or 3rd, but he didn¿t want to go back. If the patient would have been alone, he would have died. The patient ¿let them know¿ 2 weeks ¿before it even happened¿ that something was going on and the patient was never called back. The patient was dissatisfied that the pump had been replaced. The hcp started the patient out at the lowest dosage following this replacement. It was noted that the patient had the pump because his ¿spine is a wreck¿. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information later reported that last year on (B)(6) the patient fell asleep on the couch and the patient¿s pump ¿failed¿. The patient went to the hospital in ICU for a ¿few days¿ and then went to the hcp and the hcp turned it down to the lowest it¿s ever been in 16 years. The patient also stated they went through"a lot of withdrawal because I was at a lot higher dose before they put me on a very low dose, I had withdrawal several months ago it was right after it ¿failed¿ and I went back to the dr. And they stopped giving it to me, this was 10-12 months ago". Per the patient, "the dr. Has been screwing up for years on this thing, I had to have surgery twice this year¿. The patient further stated that they told the hcp last november that there was a problem but says no one would listen to him.

Event description:
Additional information was received and it was reported that during the event, the patient couldn¿t hear in his right ear; ¿now he can¿. He also had ¿bad convulsions¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial#(B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies including corrosion and/or wear and/or lubrication and stall due to shaft bearing.

Event description:
Additional information later received reported that per the healthcare provider's office they looked at the medical notes and did not see an indication of seizures in the medical history. The patient's charts did not indicate that they were hospitalized in december 2013. The patient was also taking oral baclofen 10mg, clonazepam 1mg, flonase 50 mcg, hydroxyzine 25 mg, and sertraline 100 mg.

Manufacturer narrative:
(B)(4). Corrected information: conclusion code is not applicable for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.